Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. From the downloaded key log data it was verified that the device had inappropriately lost power after charging defibrillation energy. Physio performed an unrelated repair. After having observed proper device operation through functional and performance testing, the device was returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the display on their device turned black, and their device locked up after charging to 360 joules to deliver a defibrillation shock to the patient. The device could not be powered off by pressing the on/off button, only by removing the batteries. A back-up device was then used to administer a defibrillation shock to the patient. The patient got back output in the shock room of the hospital.